Manufacturer narrative:
Technician initially swopped out the bed with new bed. Technician found head up hydraulic valve was stuck closed. Replaced the hydraulic valve to resolve this issue.

Event description:
Complaint alleged that head of bed will not raise.